Manufacturer narrative:
(B)(4). Still under investigation.

Event description:
Different physician (dr 1) placed the filter previously on an unk date at an unk facility. When dr 2 went to retrieve the filter, 1 leg was broke off, the other leg had penetrated the vena cava and the filter was sideways. Initially the pt came in to the hospital complaining of back pain. Pt is not symptomatic. Dr 2 attempted to take the filter out; however, in the attempt, dr 2 made the filter more sideways. The sales rep and product mgr will be meeting with the physician on (B)(6) 2013 and will be getting back in touch with more event details. As of (B)(6) 2013, the physician could not provide any additional details. Initially the pt came in to the hospital complaining of back pain. The pt is a young active person. The pt was released from the hospital.